Event description:
It was reported that the customer experienced a cgm error identified as error 42 related to the g7 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with complete instructions for resetting the pump, and the customer planned to perform the reset when ready, with the intention of following up if the issue continued.